Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a gastro-intestinal procedure, device cuts , but only staples on one side. Surgeon had to use another device to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # r59m52. Device evaluation summary: the analysis results showed that the cs40b device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recessed below the reload deck. The knife was manually advanced and it was noted to be damaged. In addition, the returned cartridge was noted to have a staple stuck in the washer. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge not being properly aligned inside the anvil head of the stapler during the closing of the stapler with automatic retaining pin advancement and the stapler was still able to latch closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.